Event description:
The patient's mother reported that the patient was hospitalized due to diabetic ketoacidosis, with a blood glucose of 537 mg/dl. The patient experienced nausea, vomiting and chest pain. The mother felt that the pump was not delivering insulin, and requested a replacement. Troubleshooting was declined as the patient was not feeling well enough. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a scratched lcd window, and cracks on the reservoir tube lip and battery tube threads.